Manufacturer narrative:
(B)(4) other - stent deformed in-vivo during positioning. Eval, results: focal calcification. Conclusion: focal calcification. Evaluation summary: the device was returned to medtronic for eval. On review of the returned device the balloon, stent and distal tip were bent. The stent was positioned on the balloon as per specifications. The fourth and fifth distal stent segments were raised and deformed. The shaft was kinked approx 0.5cm proximal to the balloon bond. No further damage was noted.

Event description:
A driver otw coronary stent delivery system length 15mm, diameter 3.0mm was used to treat a lesion in a pt's calcified lcx. The physician inspected the stent prior to use and there were no issues noted. It was reported that the physician was attempting to direct stent the lesion. The stent advanced normally through the guide catheter, but the physician encountered difficulties advancing the stent through the vessel. When the stent was removed from the guide catheter it was noticed that a few of the struts were bent and deformed. The lesion was successfully treated with another driver stent. The pt was reported to be fine post procedure and no clinical sequelae have been reported.